Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture in the battery compartment and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 04/19/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/27/2017 with the following findings: a review of the black box showed one reboot. The battery cap was not returned with the pump for investigation. A test cap was used for testing purposes and attached securely to the pump. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no power issues occurred. The power complaint could not be duplicated. No damage was found to the pump and the damage complaint was not able to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).